Manufacturer narrative:
PMA/510(k) # k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. On evaluation of the returned device, it was noted that the stylet was in place. The needle advanced and retracted fine. The tip of the needle was broken at the notch and not returned. The customer complaint was confirmed as the needle was broken. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c devices of lot# c1166875 did not reveal any discrepancies that could have contributed to this complaint issue. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Awaiting details from doctor - the clinician carrying out the procedure was dr (B)(6). Meeting has been arranged with dr (B)(6) on (B)(6) in order to complete the complaint form. On evaluation of the returned device, it was noted that the stylet was in place. The needle advanced and retracted fine. The tip of the needle was broken at the notch and not returned.

Manufacturer narrative:
PMA/510(k) # k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. On evaluation of the returned device, it was noted that the stylet was in place. The needle advanced and retracted fine. The tip of the needle was broken at the notch and not returned. The customer complaint was confirmed as the needle was broken. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c devices of lot# c1166875 did not reveal any discrepancies that could have contributed to this complaint issue. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted due to the receipt of complaint details. Complaint details as follows: date of event: (B)(6) 2016. Ebus for mediastinal lymph node enlargement was procedure being carried out. During the procedure, while the needle was being inserted into the lymph node, the patient coughed, snapping the end (tip) of the needle. This lay within the airway and fell into the right middle lobe. Initial report details: awaiting details from doctor - the clinician carrying out the procedure was dr (B)(6). Meeting has been arranged with dr (B)(6) on (B)(6) in order to complete the complaint form. On evaluation of the returned device, it was noted that the stylet was in place. The needle advanced and retracted fine. The tip of the needle was broken at the notch and not returned.